Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no patient involvement, as the pump was being used for demonstration purposes only. Reportedly, the contact was unable to clear the alarm. The contact declined further troubleshooting with tandem technical support, and declined a follow-up to determine a possible cause for the altitude alarm.